Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit is having an internal communication error. The pump was replaced.

Manufacturer narrative:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had internal communication error. A getinge field service engineer (fse) confirmed fault log#115 shutdown occurred. Fse replaced the executive processor board and video generator board according to the service manual. A running test was conducted, and the symptoms did not reoccur. There was a patient involvement but no harm reported.

Manufacturer narrative:
Updated fields: b4, d4 (UDI), g3, g6, h2, h3, h6, h11. Corrected fields: d1 (brand name). Due to character restrictions in block e1 - . Event site city: (B)(6). Event site address line 2: (B)(6). Event site postal code: (B)(6).

Manufacturer narrative:
Updated fields: b4,b5,e1(initial reporter),g3,g6,h2,h6( health effect-impact code), h10,h11 corrected fields: h6(health effect-clinical code).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit is having an internal communication error. The pump was replaced. No harm to patient.